Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, we cannot rule out the possibility that external force was applied to the relevant part. The following is included in the instructions for use which can prevent the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Event date is(B)(6), 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps cover glue of the device was peeling. In addition, there was leaking from k-lever and insertion tube. The scope connector, control unit, and u-connector had corrosion and fluid invasion. The device was aerated for two hours. The switches as reported by the customer also failed in testing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for the issue of image problems during preparation for use. The switch buttons 2 and 4 were not working correctly as well. Button 2 for narrow band imaging (nbi) is constantly blinking on and off, and button 4 does not work to capture image. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps cover glue of the device was peeling. This medwatch is being submitted for the reportable issue of forceps cover glue peeling observed during device evaluation.